Event description:
The customer reported a collimator iris too large error. This error occurred during a procedure with pt involvement, therefore this malfunction may have resulted in a possible aro. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The collimator and camera were calibrated during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.